Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the pump battery compartment was observed to have multiple cracks. The returned battery cap was able to fit securely; the pump powered on with auditory and vibration features, indicating there was power to the pump. The power issue was not duplicated during testing, however, the damage to the battery compartment was confirmed. Unrelated to the complaint of a power issue, investigation revealed that cs 069 call service alarm occurred at power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.